Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.

Event description:
It was reported from the site that the spouse stated that the patient "had been confused and forgetful for the past 2 weeks. Patient was stated as having "high flows, power elevations, and hematuria." There also appears to be an "infection at the exit site." Patient was "admitted to the hospital and placed on argatroban." A pump exchange was performed on (B)(6) 2015. It was stated that the patient has been "updated to 1a status on transplant list." No additional information provided.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported could not be confirmed as log files covering the event date were not submitted by the site. Analysis of the device revealed that the device met functional and dimensional specifications but failed visual examination due to the mild to moderate scoring marks observed on the lower housing ceramic surface and on the matching inferior surface of the impeller. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that the patient is 47 years of age and has a past medical history of a stroke and has been forgetful since. Patient was placed on milrinone after pump exchange and creatinine increased. He was on hemodialysis for weeks but kidney function returned and he was discharged on 10/19/2015. "He is feeling well and ready to continue to rest and recover at home." Investigation is ongoing. Heartware will submit a supplemental report when new information becomes available.